Manufacturer narrative:
Concomitant medical products: 5076-52 lead, 429888 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt) that the device classified as ventricular tachycardia (vt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.